Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation found that an in-house guidewire was able to advance into the lumen of the returned headway microcatheter without encountering friction or resistance. However, upon further investigation, the lumen was found to not be fully flared at the hub joint, an exposed braid was observed in the lumen, and delaminated ptfe was found in the lumen, which would have caused or contributed to the advancement issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue, exposed braid, and delaminated ptfe, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
It was reported that a headway duo microcatheter would not accept a guidewire during preparation. A new catheter was selected and the guidewire worked with it. The device had no patient contact. When the device was received for evaluation, the investigation findings found the lumen to not be fully flared at the hub joint with exposed braid in the lumen, and delaminated ptfe was in the lumen. Another catheter from the same case experienced the same issue during prep and was reported under MDR 2032493-2025-90167.